Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional was noticed to be broken following the surgery and pieces remain missing.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed as visual inspection noted fracture on the medial side. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The surgeon reportedly used a mallet to impact the tasp. From provided information, root cause can be determined as possible user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that tibial articular surface provisional fractured. The surgeon impacted the instrument with a mallet and bone tamp. No pieces fell into the patient and the procedure was completed with another provisional in the tray.